Manufacturer narrative:
DHR. Photo only. The customer reported the set came apart at the pump segment, and returned photo evidence of material 2420-0500 and lot 23095017. The photo was examined, and the complaint of separation was verified. The physical sample was unable to be investigated. The root cause was not able to be attributed without the physical sample for investigation. In these issues, user loading techniques can be the cause. A member of the clinical team will reach out to review this types of product failures. Device history record review for model 2420-0500 lot number 23095017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 7sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the verbatim: incident details: infusing ivig. Air in line. When tubing reoved from pump cassette to address air, bd alaris pump infusion set back check valve came apart at connectio between the pump segment and the safety clamp during infusion. Impact of incident: pateint disconnected from line, new line attached and infusion continued. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.